Manufacturer narrative:
The company service representative examined the system and did not duplicate the problems reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for the system. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: frozen screen; rebooted system. The nurse reported the touchscreen froze during the case. System messages were also noted during the case. The system was rebooted and the system messages cleared. Additional information received from the company sales representative stated the surgeon was able to navigate with the remote and the footswitch. No pt injury was reported.